Event description:
Allergan france received a letter from a consumer reporting that patient experienced a corneal abcess (left eye) which required hospitalization for 10 days in 2001 due tos pseudomonas aeroginosa & serratia marcescens infections after using complete comfort plus multi-purpose solution. The product was used after its expire date of in 2001.